Manufacturer narrative:
The event was reported with two months delay to dräger. The local s&s organization was seeking contact to the user facility to obtain further information but the only additional detail that could be provided was that the device continued operation without further issues. It is still in use; the phenomenon did not recur. A reboot is the specified behavior to overcome an error condition in the sw run that can't be removed by other means. The device will briefly power-off and back on and post a corresponding alarm indicating the reboot. During the reboot sequence which lasts approximately 12 seconds the device opens the breathing system to ambient to allow spontaneous breathing. After successful completion of the reboot ventilation will be continued with the last valid settings. A case-specific evaluation is not possible due to lack of information; no log file could be provided. The triggering condition for the reboot remains unknown since the error condition was successfully removed by the reboot. The source of deviation is not necessarily related to the device, also an external disturbance like electromagnetic emission of surrounding devices may have caused the reboot.

Event description:
It was reported that the device performed a reboot during use; ventilation was resumed afterwards. The operators decided to leave the patient connected to the device.